Manufacturer narrative:
Based on the current information provided, the cause of the conversion to open surgery is due to repeated non-recoverable faults. The field service engineer (fse) went to the site and replicated the customer reported issue. The isi core controller (icc) and system power manager (spm) were replaced and the product has not been received for failure analysis. A follow-up MDR will be submitted if additional information is obtained. Device logs for the 8mm prograsp forceps show it was used on 18-jan-2023 via sk0792. There were 9 uses remaining. The instrument was used for a subsequent procedure with no reported complaint. A system log review was unable to be performed due to a lack of onsite connectivity during the procedure. This complaint has been reported due to the following conclusion: a repeated non-recoverable system fault occurred which did not allow the release of the tissue being grasped in the jaws of the 8mm prograsp forceps at the time of the fault. In order to undock the patient side cart (psc), the surgeon chose to cut away the grasped tissue with a laparoscopic instrument and converted to open surgery. The tissue that was cut did not require any type of repair and was said to be insignificant. It is unknown if the patient experienced any peri-operative complications as a result of the conversion to open surgery but, the patient's current status is said to be "normal." Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted lower anterior colon resection, the customer experienced non-recoverable faults. The first fault was recovered with a system restart. During the subsequent fault, the fatty tissue being grasped with the 8mm prograsp forceps at the time, became trapped in the jaws. Rather than use the instrument release kit (irk), the surgeon decided to release the tissue by cutting around it with a laparoscopic instrument and then undock the patient side cart (psc) in order to convert to open surgery. The tissue that was cut did not require any type of repair and was said to be insignificant. It is unknown if the patient experienced any peri-operative complications as a result of the conversion to open surgery and the patient's current status is said to be "normal."

Manufacturer narrative:
The isi core controller (icc) was returned and failure analysis (fa) confirmed the reported complaint. The icc was tested and started up without error, displayed good images in each eye, and produced good audio. Testing of the pmsc module input/output, emergency power off functionality, camera motion control, fiber optic intensity, and cautery test (monopolar and bipolar) was performed and passed. However, there were no blue led lights on all 4 fibb ports of the core. Please see corrected annex b and f fields.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system power manager (spm) and performed failure analysis evaluation. Failure analysis confirmed the reported failure of a non-recoverable fault. The spm was connected to an in-house system, powered on in maintenance mode and the patient side cart (psc) began powering itself on. The spm started making clicking noises.